Event description:
A malfunction alarm was reported without any notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use mdi as a backup therapy in consultation with their healthcare provider. Technical support arranged for a replacement pump with updated software to be sent to the customer, advising on proper procedures for returning the malfunctioning pump and using the new one.